Manufacturer narrative:
Upon clinical review, this file is not a reportable malfunction. Log file review did see many occlusion alarms, device passed all functional testing. The root cause was not identified.

Event description:
It was reported that the device alarmed for occlusion however the line was not occluded. The nurse then replaced the device without any further issues. Although requested there are no additional details provided at this time.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Requested patient information, however not provided.

Event description:
It was reported that the device alarmed for occlusion however the line was not occluded. The nurse then replaced the device without any further issues. Although requested there are no additional details provided at this time.